Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the handle would not rotate properly. After attempting to rotate the handle again, the trip wire broke. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.